Event description:
Patient allegedly received an implant on (B)(6) 2015 via right common femoral vein due to inability to take anticoagulants. Patient is alleging migration and vena cava perforation. The patient further alleges ¿can¿t move always hurting/in pain, very sharp pains in the heart, trouble breathing, vomiting/nauseous more¿ as well as depression and anxiety.

Manufacturer narrative:
Patient code(s): pain (1994), dyspnea (1816) and depression (2361) were added in addition to the previously submitted patient codes. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Can¿t move always hurting/in pain, very sharp pains in the heart, trouble breathing, vomiting/nauseous more¿ as well as depression and anxiety. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported can¿t move always hurting/in pain, very sharp pains in the heart, trouble breathing, vomiting/nauseous more¿ as well as depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref # (B)(4). Model catalog # is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged organ perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged vessel perforation. Investigation ¿ the following allegations have been investigated: vena cava perforation, small bowel perforation, migration. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿caval filter anchoring legs projects beyond the confines of the inferior vena cava. Caval filter projects over the superior vena cava at the superior vena cava/right atrial junction. This is only partially visualized.¿ per physician¿s progress notes dated (B)(6) 2019, ¿CT chest/abd reviewed with radiology - filters in proper position. The caval filter anchoring legs project beyond the confines of the ifc/svc - this is a common find with placement ­ there is no associated hematoma around the structures. No surgical intervention indicated.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, "migration: ivc filter tip is located less than 2 cm below the lowest renal vein. Perforation: an anterior strut has perforated the anterior ivc wall and is located within an adjacent loop of small bowel. A right side strut extends into a branch of the ivc that likely represents a gonadal vein. A left side strut extends into the retroperitoneal fat between the ivc and aorta 4 mm from the ivc wall. A posterior strut extends toward the lumbar spine but there is no clear fat plane between the strut in the ivc."

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.